Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a 0.672" section of the probe broken off. The device failed the probe check due to the broken off probe. The teflon pad had no damage resulting in exposed metal under the pad. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a salpingectomy procedure, the probe of the device broke off. There was no report of patient injury or that the device fragment fell into the patient. The procedure was completed with another similar device.